Event description:
Additional information received from the consumer reported they didn¿t have any problems with high impedances, but didn¿t understand what was meant by ¿high impedance.¿

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that an impedance check was performed. Impedances were >10,000 for electrodes 6 and 10. There were no patient symptoms reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were out of range impedance values. The patient¿s device was at eri (elective replacement indicator) and the clinic needed an interrogation to submit approval for replacement. Interrogation revealed the eri status of the implantable neurostimulator (ins), and an impedance check revealed multiple out of range electrodes: 1, 3, 6, 10, and 13. The telemetry printout provided by the rep showed that impedance values for these electrodes were >10 ,000 ohms. The only electrode that was being used on the spinal cord stimulation program that was affected was electrode 6. The electrode was deactivated and electrode 5 was active since on the 5-6-5 paddle lead, electrode 5 is right above electrode 6. The patient stated that stimulation coverage was recovered and was happy. The patient was scheduled for an ins battery replacement on (B)(6) 2017. The issue was not resolved as of (B)(6) 2017. It was noted that the healthcare professional had no additional information. The patient was alive with no injury. The issue occurred during normal use and was discovered on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.